Event description:
It was reported that the ventricular lead had noise and was oversensing. Reprogramming was discussed, however is has been decided not to make any changes and continue to monitor. The ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968 implantable pacing lead 2009 (B)(6). (B)(4). The lead remains in use and has not been returned to the manufacturer for evaluation.